Event description:
Customer received a control reading of 199mg/dl on her contour next link meter. The result was not marked as a control so was sent by the meter, to the insulin pump. No bolus was given. No adverse event was alleged. Product is not being returned at this time.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.